Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted. Three hundred eighty three (383) days post index procedure, the follow up cardiac computed tomography (CT) scan showed a small uncovered lobe adjacent to the closure device on the left that was not seen on the 6 week transesophageal echocardiography (tee). The leak was 9 x 5 mm at the ostium and 8mm at depth. The patient was on 81mg of aspirin at the time of the event. The plan is to plug the closure device in response.